Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: phone_control_ios software app version: 2.1.0 operating system: 18.5 hardware: iphone14.8 cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized on approximately (B)(6) 2025, due to hyperglycemia, with blood glucose levels ranging between 400 and 500 mg/dl, and was diagnosed with diabetic ketoacidosis. No specific symptoms were described other than a general feeling of being unwell. The patient stated that they remained hospitalized for approximately three weeks and were treated with insulin and other unspecified medications. At the time of reporting, the patient was still hospitalized, with no anticipated discharge date provided.